Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they had two gz transmitters that were monitored on separate g9 monitors through hi-q view, and on separate cns devices. The vitals for room (B)(6) were shown in room (B)(6) and vice versa. They were able to resolve the issue by stopping hi-q view mode and then restarting it. There was no patient harm reported. Investigation summary: the device logs were sent in for nkc investigation. Below is a list of the logs from the time hiq-view was started for beds (B)(6) on the relevant date and time. Bedid: (B)(6) (s/n: (B)(6). On (B)(6) 2025 14:30:18: settings: hiq-view start request: (addr: 0a671924/671924c3 / monitor / local). On (B)(6) 2025 13:38:07: settings: hiq-view start request: (addr: 0a671922/671922c3 / monitor / local). On (B)(6) 2025 13:35:02: settings: hiq-view start request: (addr: 0a671922/671922c3 / monitor / local). On (B)(6) 2025 3:33:56: settings: hiq-view start request: (addr: 0a671924/671924c3 / monitor / local). Bedid: (B)(6) (s/n: (B)(6). On (B)(6) 2025 14:58:24: settings: hiq-view start request: (addr: 0a671922/671922c3 / monitor / local). On (B)(6) 2025 14:01:52: settings: hiq-view start request: (addr: 0a671924/671924c3 / monitor / local). On (B)(6) 2025 9:46:39: settings: hiq-view start request: (addr: 0a671922/671922c3 / monitor / local). It was confirmed that on (B)(6) 2025, hiq-view was started, specifying telemetry different from the normal usage. The original telemetry ip address was specified again between 14:30 and 15:00 on (B)(6), so it is likely that it returned to normal at this point. Therefore, it is possible that there was an operational error when starting hiq-view. Measures to prevent recurrence were provided to the customer: when choosing a bed to start hiq-view, please be careful to choose the correct bed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter: cns: model#: ni (no model info will be provided), serial#: (B)(6), device manufacturer data: ni, unique identifier (UDI)#: ni, returned to nihon kohden: na, cns: model#: ni (no model info will be provided), serial#: (B)(6), device manufacturer data: ni, unique identifier (UDI)#: ni, returned to nihon kohden: na, gz transmitter (in room (B)(6): model#: gz-130pa, serial#: (B)(6), device manufacturer data: 04/18/2022, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na, g9 montor (in room (B)(6), model#: cu-192ra, serial#: (B)(6), device manufacturer data: 09/03/2020, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na, g9 monitor (in room (B)(6): model#: cu-192ra, serial#: (B)(6), device manufacturer data: 09/07/2020, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they had two gz transmitters that were monitored on separate g9 monitors through hi-q view, and on separate cns devices. The vitals for room (B)(6) were shown in room (B)(6) and vice versa. They were able to resolve the issue by stopping hi-q view mode and then restarting it. There was no patient harm reported.

Event description:
The biomedical engineer (bme) reported that they had two gz transmitters that were monitored on separate g9 monitors through hi-q view, and on separate cns devices. The vitals for room 808 were shown in room 817 and vice versa. They were able to resolve the issue by stopping hi-q view mode and then restarting it. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had two gz transmitters that were monitored on separate g9 monitors through hi-q view, and on separate cns devices. The vitals for room (B)(6) were shown in room (B)(6) and vice versa. They were able to resolve the issue by stopping hi-q view mode and then restarting it. A separate report will be submitted for the other gz transmitter (ticket (B)(4). There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter: cns: model #: ni (no model info will be provided) serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Cns: model #: ni (no model info will be provided) serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Gz transmitter (in room (B)(6): model #: gz-130pa, serial #:(B)(6), device manufacturer data: 04/18/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. G9 montor (in room (B)(6) model #: cu-192ra, serial #: (B)(6), device manufacturer data: 09/03/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. G9 monitor (in room (B)(6): model #: cu-192ra, serial #: (B)(6), device manufacturer data: 09/07/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.